Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling on breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis developed rippling in her left breast. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate plus profile 350cc saline breast prosthesis on (B)(6) 2008. It was reported that the patient was awake during the replacement procedure. The patient believes the surgeon felt bad about this and that¿s why she was not charged for the replacement breast prosthesis.